Event description:
Customer reported to beckman coulter, inc. (Bec) that the synchron lxi 725 clinical system (lxi 725) was giving bun rx (blood urea nitrogen reaction noise) error message. Customer reported that they loaded a new reagent. Customer reported that the lxi 725 gave modular chemistry (mc) reagent level low in reaction cup errors after they loaded a new reagent. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec customer technical specialist advised the customer to check for leaks. Customer reported that there was a leak around the electrode. Customer reported that the issue was resolved after removing and reseating the electrode.

Manufacturer narrative:
(B)(4).